Event description:
It was reported that the patient had an indium study performed following a successful catheter access port (cap) procedure. The results showed medication in the pump reservoir, with no flow through either the catheter port or the catheter. Surgery to remove the catheter was performed on (B)(6) 2010. During the surgery, it was discovered that the usual catheter coil of one or two loops had not been performed at implant. There was a 5 cm length of catheter with the remainder "interwoven" in the pump pocket tissue. The catheter was dissected away from the tissue and freed. Approximately 20 cm of the catheter was freed from the pump pocket. The catheter was disconnected from the pump and 1-2 mls of drug or cerebrospinal fluid (csf) was easily aspirated. There were no obvious sign of catheter "dysfunction" noted. A model 8578 sutureless connector was added to the catheter and pump. The patient's incision was closed. Approximately two weeks later, the patient's spasticity symptoms had not resolved. A second indium study was performed. The results showed no medication flow from the pump reservoir to the catheter. A second catheter revision surgery was performed on (B)(6) 2010. Upon surgical exploration, the catheter appeared to be intact between the catheter tip and the pump/catheter connection. It was noticed that during the previous catheter revision, the catheter had been connected, with a pin and strain-relief, to a separate proximal catheter segment. A new model 8709 sutureless catheter was placed. The patient's pump contained lioresal at a concentration of 500 mg/ml. There was no information provided regarding the dosage of the lioresal used in the patient's pump. No further details, patient symptoms or outcome were provided.

Manufacturer narrative:
(B)(4): the catheter lot# n075685029 and the catheter lot# n265869008 have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.